Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose for three weeks. The customer reported on (B)(6) 2018, the customer was low and loss consciousness. The customer was treated with a glucagon and blood glucose rose to 28 mg/dl. On (B)(6) 2018, the emergency medical services was dispatched for a low of 22 mg/dl. The customer was treated with two shots of insulin. The emergency medical services was also dispatched on (B)(6) 2018 for low blood glucose. During the call the customer's speech was slowed, their blood glucose reading was 37 mg/dl. The customer also reported seizing during the night from their low events. The customer's current blood glucose was 83 mg/dl. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found with the insulin pump. The insulin pump will not be returned for analysis.